Event description:
A report received associated an unknown cypher stent with restenosis approximately two months after it was implanted. The reason for the intervention is unknown, and no information regarding the lesion characteristics or the procedure was provided, but the target lesion was the mid right coronary artery. The patient was a female.

Manufacturer narrative:
Add'l info will be submitted within thirty days upon receipt. This is one of two products involved in the same pt reported under mfg numbers 3003742446-2007-00272, and 3003742446-2007-00273.